Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspect the system onsite and analyzed the log files. However, the analysis of log file could not conclusively conclude any abnormalities. As a part of troubleshooting actions, the fse carried out diagnostic and functional tests, confirming that the system was functioning properly. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device froze, and upon rebooting, would not start. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.